Event description:
On (B)(6) 2012, the pt reported that she had been in the hospital due to her blood glucose. She stated that on (B)(6) 2012, her daughter found her unresponsive. Her daughter checked her blood glucose and it was 80 mg/dl, which she stated was too low for her. Her daughter forced some orange soda into her and then checked her blood glucose again and it was 298 mg/dl after just having juice. The pt was still not responsive and her daughter bolused insulin for the pt. The next time she checked her blood glucose it was 101 mg/dl, but the pt was still unresponsive. The pt's daughter called for an ambulance. When the ambulance arrived the pt's blood glucose level was 193 mg/dl. When she arrived at the hospital she was put on a saline drive via IV because she was dehydrated. The pt regained consciousness in the emergency room. They needed to get her breathing to return to normal. She stayed in the hospital until (B)(6) 2012. She rec'd insulin injections while in the hospital and when she left she went back to using her infusion device. The pt recalls that before she passed out that her breathing was labored. She did not feel symptoms of high or low blood glucose. Earlier that morning her blood glucose level was 260 mg/dl and she bolused 2.0 units of insulin. She feels that the infusion device is working properly. The device did not display any error messages. The pt stated that she only eats once per day and the hospital recommended that she change her basal rates to accommodate her eating habits. She has an appointment scheduled with her doctor to review "everything." Her normal blood glucose level is 140-170 mg/dl. Infusion device was not requested to be returned for product eval.